Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to pulse generator change out, x-ray showed that the right atrial lead had dislodged into the inferior vena cava (ivc). It was also reported that the lead had been inactive for years. The lead was removed and replaced.